Manufacturer narrative:
Correction to d8, d8 was inadvertently left blank on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The light guide lens was cracked, the insertion section connection tube was buckled, key top 1 on the switch was scratched, the universal cord was buckled and the device failed the angulation system check. Prior to the device evaluation, the scope was sent to an independent laboratory for culture testing. The device tested positive for less than one (1) colony forming unit (cfu) of unspecified gram positive bacteria on the all channel sample. The obtained results are in conformance with the requirements. The customer provided the cleaning, disinfection and sterilization (cds) practices performed onsite at the user facility. Per the customer, there were no deviations/deficiencies concerning reprocessing. The customer uses automatic endscope reprocessor (aer) aer soluscope 4, with detergent anios and peracetic acid (paa) disinfectant. There were no issues reported with the aer. All the channels connected with tubes when the scope was setting up with the aer. The concentration and expiration date of the disinfectant was controlled and the water quality of the rinse water controlled using a water filter. The water filter was replaced per the instructions for use (IFU). The device was dried using filtered compressed air, wiped with a clean towel/paper and the drying process of the aer. The scope was stored inside a drying cabinet. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for one (1) colony forming units (cfu) of klebsiella pneumoniae and six (6) cfus of acinetobacter baumannii. All channels were sampled. The issue was found during a routine culture of the scope. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.